Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call; a follow up call was made and the wife states that the customer went to the hospital on (B)(6) 2016. Wife is not sure about the details and don't want to provide information about the hospital visit. Customer did not know what is the blood glucose levels test results at the hospital.

Event description:
Wife is calling on behalf of the customer. Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Blood test performed fasting during call on (B)(6) 2016 produced result of hi. Customer states that he has no symptoms related to diabetes. Call then got disconnected. Calling customer back and customer states that for the last few days was having some symptoms of hot blood. Customer states that was not having any symptoms to diabetes. Customer then states that will call the dr and take care of the issue.